Manufacturer narrative:
Manufacturer's investigation conclusion: several driveline disconnects were seen within the log files, confirming the patient disconnected the pump from the system controller. The report of low flow alarms was also confirmed via the submitted log files. The account reported the low flows were associated with hypertension. The submitted log files confirmed transient low flow alarms on (B)(6) 2020 before the driveline was disconnected from the controller. The pump was then reconnected to this controller, disconnected and re-connected again on (B)(6) 2020. The pump appeared to function as intended. It was reported that the patient was switching between controllers on their own in an attempt to silence the low flow alarms. The account reported that the patient has been advised to not switch controllers on their own again and has begun medication to manage hypertension. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) explains that disconnecting the driveline causes the pump to stop, and describes the dangers associated with pump stops. This document also instructs the patient to only attempt controller changes with a trained caregiver present. Additionally, this document describes that low flow alarms occur when the estimated flow drops below 2.5 lpm. This document also explains that low flow can be caused by changes in patient condition, such as hypertension. Additionally, this IFU explains all alarms, including low flow, and provides instruction for patient care following an alarm. The patient remains ongoing on vad support. No further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a syncopal event. The log showed that starting on (B)(6) 2020 at 06:02 the driveline disconnected which continued until 06:21 when it appeared that the controller was shut down. Throughout the log there were further lvad off and driveline disconnected events noted on (B)(6) 2020. It appears that the morning of (B)(6) 2020 at 01:22 the vad was operating as intended and continued for the remainder of the log. It was reported that the patient's initials were incorrect. The patient's initials should be (B)(6) admitted from (B)(6) 2020. The patient developed low flow alarms at home and changed his controller several times. The patient was found by his aunt unconscious in bed. The patient's low flow alarms resolved. The patient was hypertensive and started on hydralazine which was changed to entresto prior to being discharged, a cta chest was done and it showed no outflow graft problem. Hypertension was the cause of the low flow alarms most likely. The cause for the driveline disconnect and pump off events were the patient connecting and disconnecting controllers on his own due to the alarms in an attempt to silence them. The patient was advised not to do so. The patients blood pressure is now controlled with entresto. The patient was since discharged home and is on continued vad support for now.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for a syncope event. Upon review of the log files, there were several driveline disconnected and pump off events.